Manufacturer narrative:
Facility was notified of this event in 2007. However, we were not notified until 03/23/2009. Results evaluations code (other) - we are unable to fully investigate this report as the lot number and the sample were not provided. With no lot number we are unable to review manufacturing records. Without the sample we are unable to determine if this event is due to a defective needle protection or an incorrect technique during needle engagement. This report has been logged for trending.

Event description:
Customer reported she obtained a needle stick due to faulty locking mechanisms.